Event description:
The customer reported to vyaire medical that when the laptop 1150 ventilator was involved in a patient death; the customer claims that the vent did not cause any patient harm.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Additionally, the customer would like an event trace and a functional check on the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire medical was unable to confirm the issue because there was no reported problem. The unit performed as expected. The unit was visually inspected and found to have normal use wear and no other anomalies. Connected ac power and configured ltv to perform a power up post test, which passed at all segments. Downloaded and reviewed the events trace, and there were no abnormal entries indicating a failure with the ltv unit. However, it was able to find three different instances on dates 01mar2022, 12may2022, and 13may2022, of external power being disconnected and the unit then running on internal battery until empty, resulting in the unit resetting (ln vent1), the ventilator is unable to ventilate normally during this time due to depleted battery voltage. The power was cycled into user mode, and the customer settings were recorded. The unit was then allowed to ventilate overnight for a total of 18 hours, with no alarms or issues observed after cycle time. Calibrations were performed as described in the ltv 1200, 1150, and 1100 ventilator service manual, and all sections were successfully calibrated.allowing the unit to warm up, a general checkout test was performed, which passed all segments. The most recent preventative maintenance was performed on 19april2019 for a 10k/ 2-year maintenance. The unit is overdue for preventative maintenance. Corrected data:a1,h6 h11:after further communication with the customer, it was confirmed that there was no patient involvement and that there was no issue with the device. The therapists just wanted the logs for the doctor.